Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, it was noted that this pacemaker exhibited a decrease in the battery longevity. This pacemaker was not implanted , it was replace by another device during the same procedure. No adverse patient effects were reported. Device was returned for analysis.

Event description:
It was reported that during implant procedure, it was noted that this pacemaker exhibited a decrease in the battery longevity. This pacemaker was not implanted , it was replace by another device during the same procedure. No adverse patient effects were reported. Device was returned for analysis.